Manufacturer narrative:
Patient identifier: the patient's first name is unknown, and the last name begins with the letter "(B)(6)". Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was inserted via right femoral artery access, severe calcification was noted. The dcs was pushed with force at a narrow part of the artery and a dissection, approximately three centimeters long, was noted within a few centimeters from the access site. An artificial vessel was placed. No additional adverse patient effects were reported.